Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing for ground bond failed performance spec. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.106 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Measured main ground bus resistance from door post to power entry module (pem) rear ground prong, total ground bus resistance 14 milliohms. Measured door frame to door post resistance, resistance was 7 milliohms. Measured door frame to pem rear ground prong resistance, resistance was 3 milliohms. Tested main ground bus for intermittent operation and no changes were observed in the total ground bus resistance with agitation of the main ground bus components. Assignable cause for the rite failure of ground bond failure was undetermined. The device will be sent for servicing.